Manufacturer narrative:
A review of the device history record found no anomalies during the manufacturing period of the product. The product was returned for evaluation. An external laboratory performed tests on items from different batches of manufacturing but presenting the same kind of breakage in order to determine the origin of the breakage. Given the description of the event and the observations on the returned product, the incident was confirmed. A design change has been already opened to increase the external diameter of the hexagonal part of the device to improve its resistance. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a surgical procedure using tibiaxys plating system, (anterior fusion plates indicated for distal tibial osteotomy) the drilling guide broke at the top, and had to be removed from the plate using a screwdriver. No broken piece was left in the pt.